Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming that this event took place during procedure preparation when the unit was turned on. According to the initial reporter, the intended procedure was completed using the subject device as the error code did not interfere with the unit¿s functionality. Reportedly, there were no complications with the patient as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the front panel blinked or lit up because the device did not recognize an endoscope due to damaged connector. However, the cause of the damaged connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center¿s front panel display lights were blinking during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.